Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 09/21/2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the u1 pcba was detached to download the receiver log. It was reviewed and no errors related to the complaint were observed. A receiver functional test and a manual "try-it" test in vibrator mode were attempted, but they could not be completed due to the perpetual rebooting. Vibrator resistance was measured and passed. The reported event of intermittent vibration was not confirmed as testing could not be completed. A probable cause could not be determined.